Event description:
It was reported that the right ventricular (rv) lead had small r-waves in bipolar sensing post operatively. The lead was reprogrammed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, (B)(6) 2014. (B)(4).